Event description:
(B)(4). I had essure placed on (B)(6) and everything was good until I had the hsg testing done on (B)(6), 2015. After he procedure I experienced extreme cramping which I thought was normal. However, since the hsg procedure I have had 3 menstrual cycles that last about 6 days. They are gone for a week then.